Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch # 119c03. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 4 double drivers missing and 3 double drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. Additionally, photos were provided and they showed the part of a packaging and a green reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 119c03, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, after opening the packing, the surgeon noted that it is very difficult to install the cartridge. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.